Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device lost the ability to view the patient's ECG rhythm through the defibrillation therapy electrodes. Without this available, the customer would not have had the ability to deliver defibrillation therapy energy to the patient, if needed. There was no additional information provided regarding the patient event. It is unknown if there were any adverse effects to the patient during the event.

Manufacturer narrative:
The third party service agent evaluated the device and was unable to duplicate or verify the reported issue. The service agent observed unrelated device damage and has provided a repair quote to the customer. The customer has not decided on repairing the device or not. The cause of the reported issue could not be determined. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
The initial medwatch form indicates: date of manufacturer - 06/03/2009. The initial medwatch form should have indicated: date of manufacturer - 06/02/2009.